Event description:
It was reported to baxter (B)(4) that the reservoir of a basal bolus infusor ruptured during filling. The device was being filled with fentanyl citrate when the reservoir ruptured. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Event description:
MFR received study article noting that 41.4% of 116 pts (48 pts) treated at two specific medical centers did not receive efficacy from the vns therapy system. Diagnostic results are not available for any of these pts' pulse generators, thus device malfunctions cannot be ruled out. This medwatch represents one pt out of that 48.

Manufacturer narrative:
(B)(4). Additional information: device evaluation: the device was received by baxter for evaluation. A visual evaluation was performed and confirmed the reported condition of a reservoir rupture. This device is a single use device and was discarded. The root cause is currently being investigated under CAPA # (B)(4).